Event description:
Spontaneous late dislocation of lens [lens dislocation]. Case description: spontaneous-literature case/us loclogno. An-01-0078-f argus no2001078287us. A pt who underwent in 1991 a phaco/intraocular lens (iol)implantation in the left eye, developed in 1995 the inferior displacement of iol (one piece pmma -poly(methyl)methacrylate). Consequently the pt underwent the anterior vitrectomy exchanged with anterior chamber (ac) iol. In the medical history the pt had laser posterior capsulotomy in the left eye (yac) in 1995. The outcome was reported as recovering/resolving with the best corected visual acuity (bcva) 20/30 (3 years postoperative).